Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. According to information from our field service engineer, the problem was solved by hospital bio-med. There is no information about which parts caused the failure or what was replaced. The ventilator is reported by the customer as functional and clear for use. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. The evaluation of the device logs confirms the reported failure. According to information from our field service engineer, the problem was solved by hospital bio-med. There is no information about which parts caused the failure or what was replaced. The ventilator is reported by the customer as functional and clear for use. The root cause to the reported issue could not be established by this investigation.